Event description:
It was reported that the bc valve did not work with a bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: the bc valve didn't work.

Manufacturer narrative:
H.6. Investigation summary: bd received 17 insyte autoguard blood control 22 gauge units from lot 8298609 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to any of the units. Next, a blood escape test was performed on the units and no fluid was observed leaking from them. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no leakage/damage was observed a definitive root cause could not be identified. The manufacturing facility has been notified of this incident and the findings.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bc valve did not work with a bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the bc valve didn't work.